Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service report, this complaint can be confirmed. During evaluation, it was found that the motor shaft was stuck and there was short circuit in the motor. Further, the protective earth resistance of the motor cable and the values of the keypad of the hand control were out of range. The motor, motor cable and hand control set were replaced to resolve the identified failures. The device was modified, tested and found to be fully functional. With the available information, we cannot determine the root cause of the identified failures. The defective motor, motor cable and hand control would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via mail that the micro tornado hp with hand-control device doesn't work. No further information was provided. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.